Event description:
This lead was explanted and replaced due to being placed over clavicle and likely being fractured. The rv lead was extracted first, so decision was made to extract this ra lead too. No adverse patient events were reported. Should any additional information become available this field will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 6 cm distal to the is-1 connector pin. The proximal fragment, a medial fragment of approx. 2.5 cm length and the distal fragment of approx. 36.5 cm length were received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed cuts in the insulation which occurred most likely during the extraction procedure. Furthermore, abrasion marks were detected. However, the insulation was intact in this areas. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.